Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005193, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005193 was manufactured according to the work instruction (wi) version 78 and packaging in the machine multivac 12 on 22-jan-2024, with a total of (B)(4) units. Assembly: the sub-assembly, assembly of the lot 4a03509 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 20-jan-2024, with a total of (B)(4) units. The sub-assembly, assembly of the lot 4a03510 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 21-jan-2024, with a total of (B)(4) units. The sub-assembly, assembly of the lot 4a03511 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 21-jan-2024, with a total of (B)(4) units. Gluing tube: the sub-assembly, gluing tube of the lot 4a00754 was manufactured according to the wi version 41 and manufactured in the machine gluing 04-05-08, on 17-jan-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.